Event description:
Customer's sister stated that "because of the meter readings being incorrect, it caused (her) brother's level to go out of control". She thinks he took too much insulin (insulin dose not provided). She reported a reading of 300 mg/dl on his precision xtra blood glucose meter and symptoms including: "loss of awareness, dizziness, light headed, chest pains". He was transported to an ER. No info was provided regarding what treatment was rendered.

Manufacturer narrative:
This is an initial report. F/u report will be submitted if the product is returned for eval.